Event description:
It was reported that this inflatable penile prosthesis (ipp) deflates spontaneously. It was suggested that the patient schedule an appointment with a physician. There were no patient complications.